Event description:
It was reported the visualization tower has sync issues, the led lights for the 2d/3d toggle function were not activated and the image mode could not be changed. The issue occurred at preparation for use for an undisclosed procedure. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.